Event description:
Customer reported that they had a bent cannula, however did not receive a no delivery alarm. Customer stated that they had blood glucose readings of over 600 mg/dl. Customer mentioned that insertion may not have worked. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.